Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va06xnu, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery was tested at uams clinic 4 months prior to report and they could not get a reading from the ins. She was told she will be scheduled for replacement but her calls were not returned. The patient¿s ins was not working; it had not worked since (B)(6) 2014. At the clinic, she was told her ins battery was depleted. Additional information reported the patient had more leakage. There was no replacement scheduled yet. The patient could get no help. No other information was provided. If additional information is received, a follow-up report will be sent.